Event description:
Material no. 305902 batch no. 8324516 it was reported that the bd safetyglide¿ needle the safety came off in the nurses hand causing her to accidentally stick herself. The following information was provided by the initial reporter: the nurse was removing the 23 gauge needle to transfer a needless transfer device when she twisted it and the safety came off in her hand and accidentally stuck herself with the still attached needle.

Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a used syringe and needle. There is a safety glide needle shield lying next to the syringe and needle. Based on the photo provided by the customer bd acknowledges that the safety glide needle shield is removed from the needle assembly. However, based on the photo it cannot be determined what caused the needle shield to come off of the needle assembly. Therefore, a root cause cannot be determine. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photo provided by the customer bd acknowledges that the safety glide needle shield is removed from the needle assembly. However, as a root cause cannot be determined. Additionally, this occurrence would not exceed the acceptable quality level (aql). Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305902, batch no. 8324516. It was reported that the bd safetyglide¿ needle the safety came off in the nurses hand causing her to accidentally stick herself. The following information was provided by the initial reporter: the nurse was removing the 23 gauge needle to transfer a needless transfer device when she twisted it and the safety came off in her hand and accidentally stuck herself with the still attached needle.